Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported that this patient was hospitalized due to high watt alarms, dark urine, and elevated lactate dehydrogenase (ldh). The patient was administered thrombolysis therapy on (B)(6) 2016. Therapy was initially successful in returning pump parameters to normal ranges; however pump parameters and ldh increased again. The patient was being weaned from heparin at this time. The patient was subsequently evaluated for heart transplant procedure, but did not meet the criteria for transplantation at that time. After the consultation with the manufacturer, the treating physicians decided to exchange the pump via thoracotomy approach. The patient was placed on cardiopulmonary bypass (cbp) support for support and was last reported to be remained hospitalized post-exchange.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms and multiple rises in power consumption between (B)(6) 2016. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report did not reveal evidence of thrombus within the pump. Of note, it was reported that parameters returned to normal operating range every time there was a rise in power consumption and thrombolysis was performed which aligns with the log file analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high-power events may be attributed to external factors such as thrombus formation/ingestion. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, patient comorbidities, and anticoagulation therapy. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicated that thrombus was confirmed by the site based on the high watt alarms, and the patient's dark urine and elevated lactate dehydrogenase (ldh) levels. The patient was treated with alteplase. She was last reported to be discharged and doing well. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.